Event description:
During surgical procedure, the anesthesia machine failed. Alarms were going off (inspiratory and expiratory flow rate). No gas, no ventilation, no monitors. All lines were checked. Flow sensors were changed, o2 cell was replaced but did not solve the problem. Pt. Was being ventilated via ambu bag. Anesthesia machine was switched out for another and the case continued. Manufacturer response for anesthesia machine, (brand not provided) (per site reporter): they feel that the circuit board may need to be replaced.